Event description:
Retrieval bag used during laparoscopic cholecystectomy ripped open when removing the gallbladder from the abdomen. Gallbladder contents spilled into abdominal cavity and required extensive effort to evacuate contents